Event description:
It was reported that during a laminectomy surgery, it was discovered that the motor device was running sluggish. There were no delays to the planned surgical procedure as a spare identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor ran when safety was engaged; had low rotations per minute (rpm¿s) and a loose component. It was determined that his was due the device being "powerbroken". This was caused by failure to follow the directions for use and running the device in the safe or load position. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse, abuse, and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.